Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported by the account that the balloon was removed partially inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device. Additionally, the account reported that force was used during removal, as difficulty was experienced. It should be noted that the IFU stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the combination of the IFU deviation and the reported difficulty removing the device contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported failure to fold, difficulty removing the device and separation appear to be related to user error/operational context, given the clinical situation. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the reported failure to fold, as the balloon did not fully deflate, which resulted in resistance during removal and upon further manipulation with force, the device ultimately separated. Based on the reported information and results of the complaint investigation, there is no indication that the reported deflation issue, failure to fold, difficulty removing the device, or a separation are related to a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: excessive force, incorrect removal.

Event description:
It was reported that the procedure performed was to treat an unknown vessel. The balloon of the 4.50x8mm nc trek coronary balloon dilatation catheter was inflated twice to 12 atmospheres; however, only partially deflated and could not be refolded back properly. When attempting to remove the partially deflated balloon with force, resistance was met with the unspecified guiding catheter and the balloon shaft separated into separate pieces. The separated portion was withdrawn along with the delivery system and catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.